Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during a balloon aortic valvuloplasty (bav), the left coronary artery became occluded causing a myocardial infarction (mi). The patient went into disseminated intravascular coagulation (dic) and blood products were given in an attempt to reverse the dic. Extracorporeal membrane oxygenation (ECMO) was initiated and emergency bypass surgery was performed. The following day a transesophageal echocardiogram (tee) revealed no right ventricle (rv) function, left ventricle dilation and ejection fraction less than 10%. The patient did not recover and expired as a result of the mi.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.